Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The monitor was returned for analysis. Functional testing found that the monitor was fully operational and performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the system stays on for a prolonged amount of time, approximately an hour or so, the screen will go black. The site will tug on the monitor cable and then reboot and the images will come back.